Event description:
The pt had difficulties recharging her implantable neurostimulator. The pt had gained some weight since implant. She would lie upon the recharger without using the positioning belt. The recharger may not have been positioned correctly. Two to three weeks after the last recharge session, there was no communication between the neurostimulator and the pt or physician programmer or recharger. The pt was seen by the MFR's field rep and the device battery was discharged, but not overdischarged. A power on reset was noted and an error code (not identified) was noted. Using the antenna locate feature, good recharge coupling was achieved. The pt was able to fully recharge her device. The neurostimulator was working great after troubleshooting.

Manufacturer narrative:
(B) (4).